Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 502 mg/dl. The customer stated that prior to the event, she had been experiencing high blood glucose levels, and that after two infusion set changes, her blood glucose was still elevating. The doctor stated that the insulin pump was the cause as there was no alternative explanation. The customer also stated that she uses a model mmt-396 quick-set infusion set and that she last changed her infusion set the day before the event. The customer then stated that the insulin may have been bad. Programming was correct. Troubleshooting was performed, and the insulin pump passed both the fixed prime and the high pressure tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.